Event description:
Complainant alleged that the pacu clinicians were attempting to cardiovert a pt, who was presenting an atrial fibrillation heart rhythm. The clinicians administered one 360 joules shock to the pt, when an arc was observed emanating from the paddle set. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Subsequent to the event, the device and paddles were returned to the facility's biomedical engineering dept. During the biomed dept's physical eval of the device paddles, it was observed that the sternum paddle assembly side cover plate was missing exposing an internal wire to the paddle. There was no fault found during the defibrillator eval. The defibrillator was returned to service.